Event description:
This is the first patient of four patients who experienced bowel perforations following colonoscopy procedures performed in the surgery center during a four month span. Similar esu and cable devices were utilized during these procedures. This unusual cluster of incidents has never occurred before, and so they are being investigated.